Manufacturer narrative:
Hosp contact stated that their biomed tested all instruments used in this procedure to try and recreate event, but was not successful. All product including the 27054e was found to be in good working order. The 27054e and all other instruments (except used sterile single-use electrode) were put back into circulation and are being used by the hosp. Contact stated that she asked dr if it was possible he pressed wrong foot pedal (working element v. Novasure) and he stated that he could not be sure whether he did or did not press working element foot pedal when it was lying on pt. Since biomed test showed that instruments were functioning, it is possible burn was due to user mishandling. No defect trend is noted on this instrument.